Manufacturer narrative:
Manufacturing review: a manufacturing review could not be performed as the batch/lot number were not provided. Investigation summary: one navarre locking pigtail 6 fr x 15cm universal drainage catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The investigation is unconfirmed for damaged/defective catheter, as the detailed examination showed no cracks or deformation of either of the hubs. Microscopic evaluation provided the confirmation of the gross visual observations in particular the lack of evidence of deformation or cracking in either of the two hubs. The definitive root cause could not be determined as the product reviewed met all specifications and no cracks were observed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the device was allegedly cracked. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the device was allegedly cracked. Reportedly, the device was removed and replaced. There was no reported patient injury.